Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after tka surgery had been performed approximately 1 year ago, the patient underwent revision surgery on (B)(6) 2022 to revise the gii ps hi flex isrt sz 5-6 9 due to stiffness and lack of range of motion. The surgeon opened the joint and did soft tissue releases and balancing. The procedure was completed without delay. Outcome resolved.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 1 year post implantation due ¿stiffness and lack of range of motion.¿ reportedly, the surgeon opened the joint and did ¿soft tissue releases and balancing¿ and replaced/revised with identical insert for an outcome that was ¿resolved¿. It was communicated that further requested medical documentation was not available for inclusion in the medical investigation. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported ¿stiffness and lack of range of motion¿ and subsequent insert revision with soft tissue releases and balancing could not be determined. No further medical assessment could be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that decreased range of motion has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.